Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled for an MRI of the brain preceding dbs surgery for his second side (left). Before the MRI appointment on (B)(6) 2021, the patient's dbs system was interrogated and a possible open circuit was discovered involving contact #2 (14,600 ohms). The session report showed all contacts involving contact 2 ranged from 14.0k to 16.7k. This was a non-therapy programmed contact. There was no patient symptoms nor return of symptoms reported. The patient was unable to have the MRI and the surgeon decided to bring patient into the operating room for exploratory surgery to determine the cause of the open circuit. The battery pocket was opened and the extension was removed, wiped off and reinserted. This did not clear the impedance issue. A new generator was implanted and tested and the issue did not resolve. Next, the extension header was exposed, the proximal end of the lead was removed from the extension header, and reinserted. Impedance check was performed several times without resolution of the issue. The surgeon replaced the extension and all impedances were normal. Upon further inspection, the surgeon noticed that the extension header block was damaged and one of the screws in the header block was rotated. The issue was resolved. The patient's system is connected and functioning properly.

Manufacturer narrative:
H3: analysis of the extension (s/n (B)(6)) found the body conductor was broken 5-10 centimeters from the proximal end. Analysis of the ins (s/n (B)(6)) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.